Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting, including part replacement, however, a single definitive part could not be determined the likely cause. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer reported false positive alinity I stat high sensitive troponin-I results generated on the alinity I processing module for multiple patients. The following data was provided: (B)(6) 2025, (B)(6) first run 30.11 ng/l, retest: <10 ng/l (57-year-old male). (B)(6) 2025, (B)(6) first run 20.44 ng/l, retest: 15.09 ng/l (33-year-old female). (B)(6) 2025, (B)(6) first run 92.74 ng/l, retest: <10 ng/l (40-year-old female). (B)(6) 2025, (B)(6) first run 239.36 ng/l, retest: <10 ng/l (76-year-old female). (B)(6) 2025, (B)(6) first run 30.94 ng/l, retest: <10 ng/l (B)(6) year-old female). Customer¿s reference range for troponin-I: age 0 - <15 days: < 968 ng/l for male, < 968 ng/l for female. Age 15 days - < 3months: < 59 ng/l for male, < 59 ng/l for female. Age 3 months - < 19years: < 21 ng/l for male, < 21 ng/l for female. Age >19 years: < 34.2 ng/l for male, < 15.6 ng/l for female. There was no impact to patient management reported.

Event description:
The customer reported false positive alinity I stat highly sensitive troponin-I results generated on the alinity I processing module for multiple patients. The following data was provided: (B)(6) 2025, (B)(6) first run 30.11 ng/l, retest: <10 ng/l (57-year-old male). (B)(6) 2025, (B)(6) first run 20.44 ng/l, retest: 15.09 ng/l (33-year-old female). (B)(6) 2025, (B)(6) first run 92.74 ng/l, retest: <10 ng/l (40-year-old female). (B)(6) 2025, (B)(6) first run 239.36 ng/l, retest: <10 ng/l (76-year-old female). (B)(6) 2025, (B)(6) first run 30.94 ng/l, retest: <10 ng/l (93-year-old female). Customer¿s reference range for troponin-I: age 0 - <15 days: < 968 ng/l for male, < 968 ng/l for female. Age 15 days - < 3 months: < 59 ng/l for male, < 59 ng/l for female. Age 3 months - < 19 years: < 21 ng/l for male, < 21 ng/l for female. Age >19 years: < 34.2 ng/l for male, < 15.6 ng/l for female. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: (B)(6) (5 total patients). All available patient information was included. Additional patient details are not available. Updated b5 to include the patient demographics (age and gender) for the following patient sample ids: (B)(6) (57-year-old male) / (B)(6) (33-year-old female) / (B)(6) (40-year-old female) / (B)(6) (76-year-old female) / (B)(6) (93-year-old female).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: (B)(6) (5 total patients). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false positive alinity I stat highly sensitive troponin-I results generated on the alinity I am processing module for multiple patients. The following data was provided: on (B)(6) 2025, (B)(6) first run 30.11 ng/l, retest: <10 ng/l. On (B)(6) 2025, (B)(6) first run 20.44 ng/l, retest: 15.09 ng/l. On (B)(6) 2025, (B)(6) first run 92.74 ng/l, retest: <10 ng/l. On (B)(6) 2025, (B)(6) first run 239.36 ng/l, retest: <10 ng/l. On (B)(6) 2025, (B)(6) first run 30.94 ng/l, retest: <10 ng/l. Customer¿s reference range for troponin-I: age 0 - <15 days: < 968 ng/l for male, < 968 ng/l for female. Age 15 days - < 3months: < 59 ng/l for male, < 59 ng/l for female. Age 3 months - < 19years: < 21 ng/l for male, < 21 ng/l for female. Age >19 years: < 34.2 ng/l for male, < 15.6 ng/l for female. The customer could not provide any additional patient information. There was no impact to patient management reported.